Event description:
Bard "surestep foley tray system," which contains latex, was accidentally used on a latex allergic pt prior to surgery. The pt experienced lesions on his penis and bladder pain after the procedure. The product labeling has been changed, so it is very difficult to differentiate the latex containing kit from the non-latex containing kit. The non-latex containing kit has an additional label with the acronym nrl, which is not familiar to nurses. The text is also the same color as the rest of the packaging. More importantly, the kit which does contain latex, only notes it in tiny font on the side of the package. The two kits are difficult to differentiate at a glance. In the past, there was a large orange area that denoted the presence of latex, which is what the nurses are used to seeing. This labeling issue was one of many root causes which may have prevented a latex product from reaching the pt, but it was the last line of defense in this case. We would like the bard corporation to address their labeling of the surestep foley tray systems.